Event description:
I had lasik completed in 2006. Everything was great until about (B)(6) 2016. My vision has been getting worse since then. I can no longer see clearly and my vision is extremely blurry. My eyes are always burning, hurting, and I can't focus. In addition, I get headaches trying to get them to focus. It is getting worse by the day and it scares me tremendously.